Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that surgical intervention was performed and the lead was confirmed to have out-of-range impedance measurements via the pacing system analyzer (psa). The lead was surgically abandoned and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. The patient is not pacemaker dependent on rv pacing therapy. No adverse patient effects were reported. Surgical intervention is pending.